Event description:
This was a diagnostic case. The patient was obese and scarring was observed, but there was no calcification or tortuosity. It is unknown whether the initial access puncture was high or low. After sheath pull, a hematoma developed and bruising was observed. Pressure was held for 20 minutes. In addition to manual compression, a sand bag and femostop were also applied to resolve the hematoma, bleeding, and bruising observed. An ultrasound was performed. The hematoma appeared to get harder later. A CT scan on (B)(6) 2013 revealed a pseudoaneurysm (2.7cm x 1.4cm x 3.6cm), which was treated with thrombin injection on (B)(6) 2013 and confirmed via ultrasound the following day. The patient recovered with no further sequelae and was discharged on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.